Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for air bubbles with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for air bubbles with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 20 occurrences of air bubbles forming in tubes with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: collection set of this lot number is seeing a large amount of air seeping into tubing (suspect imperfect seal between metal needle and tubing) this causes clotting in tubing as well as insufficient amount of blood in tubes before vacuum expires.

Manufacturer narrative:
Medical device type: jka, fpa. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 20 occurrences of air bubbles forming in tubes with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: collection set of this lot number is seeing a large amount of air seeping into tubing (suspect imperfect seal between metal needle and tubing) this causes clotting in tubing as well as insufficient amount of blood in tubes before vacuum expires.